Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while being applied at the stomach, the stapler was able to fire but the distal staple line was incomplete. It was completed with another staple and the reinforced material was cut free from stomach. It also looked like the blade had not reached the end of the reload. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of the complaint event. Photographic inspection noted that the reload was not fully fired. Due to the reload not being fully fired the distal suture and buttress material were not released. Functional testing could not be performed as the physical product was not returned. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.